Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition and delivered an inappropriate shock due to noise on the ventricular rate sense and shocking egms suggestive of emi.